Event description:
The customer reported the high definition lcd monitor would not turn on. The issue was found when preparing the device for use prior to a diagnostic procedure. The procedure was completed with another device. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and the monitor did not power on due to a printed circuit board failure. Also, evaluation found the rear cover was damaged, the screen was discolored and the bezel was cracked. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to the failure of the g1 board. A root cause cannot be specified. Olympus will continue to monitor field performance for this device.